Event description:
It was reported that during the thoracostomy procedure with drainage, the stapler got stuck. The reverse button was pressed, but without success. Surgeon had to open the lid and do the manual maneuver. Open another stapler to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 1/18/2024 d4: batch # 239c12 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and with a gst45g reload loaded on the device. The reload was received partially fired 2/3 and with damage on the reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device opened without any difficulties noted. The knife reverse button worked properly. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 239c12, and no non-conformances were identified.